Manufacturer narrative:
Continued from initial reporter: phone (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported right side lymphadenopathy and rupture. Device has been and explanted replaced with non-allergan device.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported right side lymphadenopathy and rupture. Device has been and explanted replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: a sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening.

Event description:
Healthcare professional reported right side lymphadenopathy and rupture. Device has been and explanted replaced with non-allergan device.